Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed from difficulty to remove and malposition of device. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty to remove and malposition of device. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old female whose weight was not provided.